Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an error b30. The issue occurred in the middle of an unknown procedure. Per the report, the device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a4, a5, a6, b6, b7, d4, d6a, d6b, d9, d10, e1, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a leaking biopsy channel from stress resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.